Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was observed to have snapped wires sticking out at the bending point of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain patient information. However, it was confirmed that patient information would not be provided per hippa rules.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. The instrument was found to have an additional failure that was not reported by the site and not related to the primary failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.039¿ - 0.255¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube was typically attributed to user mishandling. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4). The small grasping retractor had 9 use remaining after the last use. A review of the site's complaint history identified that there were no additional event documented as a complaint for this instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but patient information was not provided. The serial number and expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.